Event description:
The lsi running device was not allowing the suture to be released after being used. With this problem, a second device had to be opened in order to finish the procedure. No patient harm.